Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented for generator change procedure. Prior to the procedure, upon interrogation, the atrial lead exhibited noise. The atrial lead was explanted and replaced.